Manufacturer narrative:
Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).

Event description:
It was reported a physician performed an eviva breast biopsy on (B)(6) 2018 and after the physician fired the device taking the "first core fluid sprayed out of the window that shows biopsy location". The physician used a second device to complete the procedure. On 04/10/2018, it was reported the user went to employee health services and is going through periodic bleed testing at that time. No administration of any meds and the user is "doing fine".